Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated. The patient has an implantable cardioverter defibrillator (ICD) and had received multiple shocks which may have caused an electrical reset. An invasive analysis found that the device operated normally, but could not be interrogated. The ipg was explanted. Cpi physician's manual #352318-001 b, page 11 states: 'defibrillation-related alterations in the pacemaker system may include, but are not limited to, a lack of output, a loss of sensing, or a change in pacing parameters. Confirm pacemaker function following any internal or external defibrillation episode'.